Event description:
It was reported that "it was reported as part of the gallup customer satisfaction survey, "loose femoral stem."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report.